Event description:
Patient's mother reported the piston rod of the infusion device makes an unusual noise (click) during the rewind; first at 140 units of residual insulin volume, and then again at 130 units of residual insulin volume. Mother stated afterwards, the infusion device continues to run normally. On (B)(6) 2013, patient's father reported the infusion device often shows an e4 (occlusion) error message both with and without accessories. Father stated he removed the battery and detected that the battery and the infusion device housing was warm. Father reported he also notices small flakes in the insulin cartridge and he thinks that the heat of the battery and the infusion device caused the flakes in the cartridge. Father stated patient's blood glucose level was 32 mmol/l (576 mg/dl). Patient's normal blood glucose range was not provided. Father reported the patient stopped the infusion device and started on the backup infusion device; now there are no problems. Father stated patient's blood glucose level was able to get under control by the parents. Mother reported she thinks the infusion device delivery of insulin is inaccurate. Mother stated she took the insulin out of the same insulin bottle and this time she had no flakes in the new cartridge. Patient discarded the accessories. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. E4 were found in the history. The occlusion limits were tested successfully. An unusual noise of the piston rod during the rewind and a heat generation could not be reproduced during the iu investigation. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.